Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the flickering front panel indicator issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer, that the evis exera iii xenon light source panel indicators flickers and was noted during use in a laparoscopic surgery. The facility finished the procedure with the same device. There was no patient under sedation at the time of the event and there were no reports of patient harm.

Manufacturer narrative:
The device was evaluated by an olympus field service engineer (fse) and the customer's allegation could not be confirmed. As a result, the device was not returned for repair and further evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.